Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient tested 1.2 inr and 3.0 inr on the coaguchek xs system. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.